Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the hta procedure was successfully completed. However, 3 days post operatively, the patient presented with pelvic pain. She was admitted to the hospital. An ultrasound and CT scan showed the presence of ovarian cysts. The patient was prescribed vicodyn to address the pelvic pain. It was also noted that the patient continues to suffer from bleeding. Subsequently, the patient underwent a hysterectomy procedure on (B)(6) 2012 and is reported to be doing "better."

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the hta procedure was successfully completed. However, 3 days post operatively the patient presented with pelvic pain. She was admitted to the hospital. An ultrasound and CT scan showed the presence of ovarian cysts. The patient was prescribed vicodyn to address the pelvic pain. It was also noted that the patient continues to suffer from bleeding. Subsequently, the patient underwent a hysterectomy procedure on (B)(6) 2012 and is reported to be doing "better".